Event description:
Reporter stated that a systems diagnostics test indicated high lead impedance at an office visit. It was reported that the pt continues to have good seizure control and has not had an increase in seizures. It was also reported that there was no direct trauma or manipulation and that the pt could feel stimulation during the diagnostic tests. X-rays were reviewed by manufacturer, and a lead discontinuity was identified. Revision surgery is likely.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed a gross lead discontinuity.